Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing which contributed to false device classified termination of episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.